Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the stomach on a bariatric surgery, the staples of the first reload was not able to form "b" shape and it was sliding on the tissue. The second reload with the same lot number was stuck to the tissue and did not leave from the tissue. There was no patient injury.